Event description:
A lifecor patient services rep (psr) sent back a system without any reason. Lifecor customer service contacted the psr who stated that neither battery pack would fit into this monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor.